Event description:
It was reported that during the implant procedure the physician was not able to properly position the lead, as the distal helix did not come out of the lead tip while in rv apex. The lead screw mechanism was tested just out of the box and it was ok. The lead was not implanted and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure the physician was not able to properly position the lead, as the distal helix did not come out of the lead tip while in right ventricular (rv) apex. The lead screw mechanism was tested just out of the box and it was ok. The lead was not implanted and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the inner tubing was kinked/buckled and there was blood in/on the helix/lobe mechanism. The device is part of the advisory for this model.